Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the rv lead was explanted and replaced. The crt-d settings were programmed back to initial settings. The crt-d and lv lead remain in use.

Event description:
It was reported that alerts triggered on the right ventricular (rv) lead for high undefined pacing impedance and well as high undefined impedance on both defibrillation coils. It was also noted that the left ventricular (lv) lead, whose polarity incorporated the rv defibrillation coil, exhibited high undefined impedance. The patient underwent a generator replacement approximately four months prior. The rv lead's superior vena cava (svc) defibrillation coil was programmed off and the lv pacing configuration was changed. A remote device interrogation the following day yielded impedances within normal limits. The patient will continue to be monitored remotely so long as no further alerts are triggered. The patient will have a chest x-ray at their next follow-up with focus on the cardiac resynchronization therapy defibrillator (crt-d) header. The crt-d and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 429888 lead implanted (B)(6) 2018; 5076-45 lead implanted (B)(6) 2014. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was variable. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil had a spike. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the superior vena cava defibrillation coil was variable. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil had a spike. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance of the right ventricular pacing lead had a spike. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that non-physiological variation and spikes in rv lead impedances were noted for the svc and rv defibrillation coils and some pacing vectors. It was also noted that there was intermittent sensing of artifact noted on stored electrograms (egm) that was not marked by the device. The patient was seen in clinic for testing which resulted in inappropriate shocks to the patient. Review of the chest x-ray showed no obvious signs of a device connection issue however this could not be confirmed. Therapies were programmed off for the patient and a life vest was issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.